Event description:
It was reported by service report that the zoom allegedly engages before pressure is applied to the handles. This was due to an alleged malfunctioned right handle, which has been replaced. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Right handle assembly.